Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and determined that the hp had connected the patient line extension after prime. The tsr assisted hp with ending therapy and removing the cassette. The tsr advised hp to dispose of current supplies and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the se 2240 alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp stated that she did not prime the patient line extension and that caused the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The reported problem was confirmed. The assignable cause was related to use error. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.